Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed a needle tip did not capture a cuff. The device was removed and a second proglide was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #2 proglide, part# 12673-03, lot # 67132-6h, is being filed under a separate MFR report number.